Event description:
The reporter stated the surgeon used a cc4204bf collamer plate lens. As the surgeon was about to load the lens, noticed the haptic had a piece missing. There was no pt contact. The reporter stated the lens was received damaged.

Manufacturer narrative:
(B) (4).eval: method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).